Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a blood leak was observed in a prismaflex st100 set. The leak was noted between the venous connector and patient catheter during continuous renal replacement therapy. The return line of the filter set was disconnected from the patient's access and the patient died. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.